Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported the patient's implant was protruding underneath their skin in this one area. Caller mentioned the implant stopped working and probably shifted. Patient had a blood clot and had a venogram to test the blood clot. They put stuff in and everything looked fine then a couple days later they noticed the little protrusion on one of the corners. Caller mentioned nothing was done to the implant. Agent redirected patient to their healthcare provider (hcp) to address the issue.